Manufacturer narrative:
At this time, product has not yet been returned. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Dhrs for the fs libre sensor and fs libre sensor kit were reviewed and the dhrs showed the fs libre sensor and sensor kit passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A high reading issue was reported with the freestyle libre sensor. A customer reported unspecified higher sensor scans in comparison to competitor meter capillary results. The customer became sweaty, unable to speak, and felt they were on the verge of fainting and was taken to the hospital. The customer was administered unspecified treatment to stabilize their glucose and no further information was provided. There was no report of death or permanent injury associated with this event.